Manufacturer narrative:
No product was returned. Product information required to review the device history record was not provided. The investigation was limited to the information provided. The investigation could not verity or draw and conclusions about the reported infection based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l information be received, the investigation will be reopened.

Event description:
Patient was revised to address infection.